Event description:
It was later reported that patient received a revision on (B)(6) and was doing well.

Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that a patient worked at a prison and was exposed to a lot of electromagnetic interference via security gates. Ever since she was shocked by a security wand at a night club in (B)(6) 2015, she felt an uncomfortable sensation. The patient's indication for use was noted as urinary dysfunction. Symptoms included shocking and uncomfortable stimulation. Although it was uncomfortable, the patient was getting therapy when stimulation was on. She also experienced symptoms with the implantable neurostimulator (ins) was off; she turned the ins off a week prior to (B)(6) 2015 but continued to feel uncomfortable sensations. The manufacturer representative was unsure if the sensation was shocking, and it might have been tingling. She also tried other programs and experienced a similar response. Impedance measurements were taken and the manufacturer representative attempted to get impedances at 0.5 volts and 0.7 volts. Both voltages were very uncomfortable for the patient and the impedances weren't finished. At 0. 5 volts, there were five black lines indicating out of range impedance values. It was unknown if the values were high or low. X-rays were taken and everything looked "relatively normal" and there were no obvious fractures. The patient denied any falls or trauma. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.